Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) on for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory 16 (timeout moving to take-up position). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during the initial functional testing. The pin was seated correctly to remedy the fault. The platform has passed all the final functional testing. No physical damage was noted during visual inspection. The platform failed the initial functional testing due to error message ua 16 displayed when the platform was powered on. The load cell characterization was performed and both load cell modules are functioning within specification. The power cable from motor to motor controller pcb p4 black wire termination pin was not seated correctly in the plug which lead to ua 16. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).